Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph was unable to determine whether there was particulate matter in the dialyzer. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 210h had a black colored particle inside the dialyzer header. This was noticed during priming. There was no patient involvement. No additional information is available.